Event description:
A surgery center director reported that three patients experienced posterior capsular tears during cataract with intraocular lens (iol) implant procedures. The surgeon had "trouble with chamber" in these cases. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, multiple system messages [vacuum check failed - slow rise time] were verified in the systems event log. The system was then tested and met product specifications. No parts were replaced, and the customer did not retain a cassette. No additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the cassette lot number, device history record and lot history could not be reviewed. The root cause is unknown at this time. (B)(4).